Manufacturer narrative:
Corrected data d1: brand name.

Event description:
A patient reported to allergan that she was treated with coolsculpting coolmini to the submental area on (B)(6) 2019, resulting in rubbery tissue and protrusion in the treated area. Patient was also treated with cooladvantage coolcore contour to the bra roll, (back) on (B)(6) 2019 and noticed painful, hard swollen area in left post flank, onset on (B)(6) 2019.

Event description:
A patient reported to allergan that she was treated with coolsculpting coolmini to the submental area on (B)(6) 2019, resulting in rubbery tissue and protusion in the treated area. Patient was also treated with cooladvantage coolcore contour to the bra roll, (back) on (B)(6) 2019 and noticed painful, hard swollen area in left post flank, onset (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.